Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported when using the bd vacutainer® lh pst¿ ii plus blood collection tubes, the device experienced hemolysis. The following information was provided by the initial reporter. The customer stated: since the switch from 2ml to 4ml (21 february), the rate of haemolytic tests has tripled (from around 50 to 160 out of 700 files).

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval yes, d9: returned to manufacturer on: 29-mar-2022 h6: investigation summary bd received 10 samples for investigation. The customer samples were tested and no issues relating to hemolysis were observed. All tubes filled as expected and all results were normal. Visual inspection found no haemolysis. Visual inspection of the returned and control tubes did not confirm the reported defects. Visual evaluations of returned and control samples for haemolysis demonstrated clinically acceptable performance. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for hemolysis. Bd was not able to identify a root cause for the indicated failure mode. See h10.

Event description:
It was reported when using the bd vacutainer® lh pst¿ ii plus blood collection tubes, the device experienced hemolysis. The following information was provided by the initial reporter. The customer stated: since the switch from 2ml to 4ml (21 february), the rate of haemolytic tests has tripled (from around 50 to 160 out of 700 files).